Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements from 1,279 ohms at initial implant up to 1,420 ohms approximately five years post implant. Additionally a slight increase in the pacing threshold measurements was noted. The physician elected to monitor remotely. Approximately seven years later an alert was received on the remote monitoring system indicating that this rv lead had a high out-of-range impedance measurement of greater than 2,000 ohms. This product remains in service at this time. No adverse patient effects were reported.